Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 13 mg/dl at the time of the incident. The customer was at 70 mg/dl when they left home. The customer had used food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump is possibly lost. The customer was driving a truck and their blood glucose was low, they veered off the road onto dry grass that caused a fire, and the customer is currently in intensive care under a medically induced coma for his burns. The insulin pump will not be returned for analysis.